Event description:
The facility reported a colleague infusion pump with a false air in line alarm occurring each time an attempt is made to load tubing. This event was reported to have occurred during programming/set-up in the facility's general patient ward. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a false air in line alarm. The root cause was determined to be an out of calibration air in line printed circuit board. No repairs have been performed as the referenced device has been removed from service. A service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).